Event description:
It was reported that tandem mobi pump displayed cartridge alarm and interrupted normal use. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support, removed cartridge, delivered 9-unit test bolus successfully, reloaded original cartridge, and safely resumed insulin therapy, and issue was considered resolved.